Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports five days after catheterization, there was a small hole near inlet connection on the venous end of the catheter; it didn't work normally and we substituted it with another new one.